Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the image storage was not possible because of the hard drive being full. Review of the system log showed the malfunction in x-ray pc. Fse replaced hdd for x-ray pc but leds will not light up. Fse found that the hdd bay was defective. The x-ray pc was replaced and restored. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that image storage was not possible because of the hard drive being full. No patient or user harm was reported. A philips engineer inspected the system onsite and identified an issue with the x-ray pc. The x-ray pc was replaced and restored. System was returned in good working order.